Event description:
It was reported that the leadless implantable pulse generator (ipg) exhibited diminished sensing and pacer spikes when the patient's heart rate is above or below 65 beats per minute. The leadless ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.